Event description:
It was stated that the customer experienced hypoglycemia. The customer's husband treated the customer with glucose and her blood glucose levels responded, but they were still low. The husband called the paramedics and the customer was taken to the hospital. It was also stated that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.